Manufacturer narrative:
Brand name is unknown . Common device name and device product code are unknown. Catalog number and lot number were unknown. PMA/510(k) number is unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during a burr hole craniotomy surgery, it was observed that the motor device and attachment device were heating up when in use with a burr device. According to the report, after examination, it was observed that the attachment device ¿marred¿ the burr device. It was further reported that dark ¿scorch marks¿ were observed on the burr device. As a result, there was a three minute delay to the surgical procedure. It was reported that spare devices were available for use. There was patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. The reporter was unable to determine which device caused the alleged malfunction. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.